Event description:
It was reported that the guidewire was unable to advance through the introducer needle on the way. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, and labeling . Based on a review of this information, the following was concluded: the complaint of unable to advance guidewire is confirmed and appears to be related to the use of the device. One guidewire w/hoop and one introducer needle were returned for investigation. The guidewire was returned within the needle and was extending 6 mm from the distal end. Microscopic observation of the needle bevel revealed material damage consitent with damage caused due to retraction of the guidewire against the needle. Force was applied to the guidewire and the core wire was found to be severed. The guidewire was pulled from the distal end of the needle using a gripping instrument and was able to pass successfully. The outer diameter of the guidewire was measured and found to be within specification. Since the damage observed appeared to have occurred during use, the complaint is confirmed. The IFU cautions, ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) of recn1860 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn1860 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was unable to advance through the introducer needle on the way. There was no reported patient injury.